Manufacturer narrative:
The customer reported that there was no waveform in the electrocardiogram after the device was turned on. The device was evaluated by the customer, and it was found that the electrocardiogram leads were faulty. After the electrocardiogram leads were replaced, the equipment resumed normal operation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6). Reporter phone # (B)(6). D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported, "there was no waveform in the electrocardiogram after the device was turned on". Delayed diagnosis and treatment was alleged. No other clinical information or medical intervention was reported. It was clarified there was no patient harm and no delay in care as the device was replaced immediately. In addition, there was no impact to the patient outcome and was not clinically significant for the patient.